Manufacturer narrative:
(B)(4). Additional info has been requested, a follow-up will be sent upon receipt of new info. This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced a heart related injury, which was allegedly caused by the exposure to the product administered during dialysis treatment.